Event description:
It was reported that the patient underwent coil embolization to treat an anterior cerebral artery aneurysm. The physician attempted to place the first coil, but was not successful and removed it. The physician indicated that there "was no issue with the device itself". Two coils were subsequently placed without issue. The patient was "fine" post-procedure. However, the patient fell into a coma and died on day later. The physician postulated that the cause of death was due to the aneurysm rupturing.

Manufacturer narrative:
Other for no allegation of malfunction or non-conformance contributing to the reported event.